Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 537 mg/dl, on aviva system 1,and a result in the 200s mg/dl on aviva system 2 within 10 minutes. The strips used in both meters from this comparison were from the same vial. No adverse event was reported. Meter and strips replaced and requested for return.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.